Manufacturer narrative:
Investigation results: the complaint that the needle failed to fully retract was confirmed and the cause appeared to be manufacturing related. One 20g insyte autoguard needle was provided for investigation. The sample exhibited evidence of use. The safety mechanism had been activated and the needle hub remained positioned at the interface between the grip and barrel. The edge of the grip was bent inward within the barrel, which prevented the needle hub from fully retracting within the shield. No other similar complaints were reported from the implicated lot. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 381434 batch#: 4270302. It was reported by customer that we had an issue with a 20g angiocath this morning, lot# 4270302. When the nurse hit the button to retract the needle it would not retract. We have saved the device in a biohazard bag if you would like to see it. Had the following incident occur today (B)(6) 2024 with catalog 381434. Lot # 4270302. No harm.